Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune revision reamer 17mm not functioning properly when attached to power. No effect on case. No delay.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 (problem code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: the issue was regarding the connection between reamer and drill adapter. It would unseat slightly within adapter when reaming. The instrument was removed immediately on date of event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- it was reported that the attune revision reamer 17mm not functioning properly when attached to power. No effect on case. No delay. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the device found that the attune revision reamer 17mm exhibits signs of repetitive use for a long period of time. Even though a proper assessment was not performed due to the mating component was not returned. For reference a functional evaluation was conducted using a lab sample mating device and the attune revision reamer 17mm was able to assembled properly without any issues or difficulties. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of attune revision reamer 17mm would have not contributed to the complained issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added :d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.